Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced three infusion set dislodgement events on (B)(6) 2024. Patient reported the site feeling loose once applied onto the skin. The set was in use for less than a day. Blood glucose levels were reported to be between 150-200 mg/dl during the event. Patient took correction injection via multi daily injections, replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).